Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. 623223, 1593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis from 1993 to 2010 and ventral hernia. Concurrent conditions included upper abdominal pain. Concomitant products included doxycycline and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In february 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nephrolithiasis ("kidney stones"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and tooth disorder ("dental problems"). In december 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, gastrointestinal disorder ("gi conditions"), post procedural infection ("infection"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pubic pain ("pubic area") and abdominal pain lower ("lower abdominal pain/cramping") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (extractions and hysterectomy- robotic assisted - bilateral salpingectomy /umbilical hernia repair with suture). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, vaginal haemorrhage, pubic pain and abdominal pain lower had resolved, the psychological trauma, post procedural infection and menorrhagia outcome was unknown and the nephrolithiasis was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, post procedural infection, psychological trauma, pubic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: 05 apr 2010- (discrepancy noted) patient received treatment for chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, migraine, headaches, nausea and weight gain. Drug rizatriptan was used as treatment drug for migraine/headache from feb 2018 to present. Three prongs hanging out of the as on the right side and one on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: I. No acute intra-abdominal or intrapelvic finding seen. 2. Fatty infiltration of an enlarged liver. 3. Tiny fat-containing urrbilica1 hernia 4. Post cholecystectomy and thoraco lumbar fusion. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. This case became incident. Event injury was updated to chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, migraine, headaches, nausea, weight gain and infection. Lab data and date of explant was added. On 19-sep-2019: follow up 2 and 3 were processed together. Lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), kidney stones, pubic area and lower abdominal pain/cramping. Date of implant updated. Medical history and concomitant drug was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and nephrolithiasis ('kidney stones') in a 39-year-old female patient who had essure (batch no. 623223, 1593-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis from 1993 to 2010 and ventral hernia. Concurrent conditions included upper abdominal pain. Concomitant products included doxycycline and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2018, the patient experienced nausea ("nausea"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, gastrointestinal disorder ("gi conditions"), post procedural infection ("infection"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pubic pain ("pubic area") and abdominal pain lower ("lower abdominal pain/cramping") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (extractions and hysterectomy- robotic assisted - bilateral salpingectomy /umbilical hernia repair with suture). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, vaginal haemorrhage, pubic pain and abdominal pain lower had resolved, the psychological trauma, post procedural infection and menorrhagia outcome was unknown and the nephrolithiasis was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, post procedural infection, psychological trauma, pubic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010- (discrepancy noted) patient received treatment for chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, migraine, headaches, nausea and weight gain. Drug rizaparigton was used as treatment drug for migraine/headache from (B)(6) 2018 to present. Three prongs hanging out of the as on the right side and one on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: no acute intra-abdominal or intrapelvic finding seen. Fatty infiltration of an enlarged liver. Tiny fat-containing urrbilica1 hernia. Post cholecystectomy and thoraco lumbar fusion. Hysterosalpingogram - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number 1593 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.